Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won't power up. Upon inspection, fse found that f10 and f12 were blown in mpdu. Also found circuit breaker for phase b tripped. To resolve this issue, the fse reset breaker & replaced the fuses f10 and f12. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.